Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that reconstituted cyclophosphamide leaked past the bd plastipak¿ concentric luer lock syringe plunger when adding it to a bag of nacl. The following information was provided by the initial reporter, translated from french: "the preparer drew up the reconstituted cyclophosphamide solution with the above syringe. He then started to add the cyclophosphamide solution to a bag of nacl. During this addition, the product contained in the syringe came out through the plunger and dripped onto the field and gloves of the preparer. There was no skin contact as the preparer was double gloved."

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2201069, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2201069 were used to for additional evaluation. The product was visually inspected, no defects or damage was noted on any of the samples or components, the stopper was properly assembled on the plunger, and in all cases no leakage was observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Results were reviewed and product was verified to meet required specifications. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that reconstituted cyclophosphamide leaked past the bd plastipak¿ concentric luer lock syringe plunger when adding it to a bag of nacl. The following information was provided by the initial reporter, translated from french: "the preparer drew up the reconstituted cyclophosphamide solution with the above syringe. He then started to add the cyclophosphamide solution to a bag of nacl. During this addition, the product contained in the syringe came out through the plunger and dripped onto the field and gloves of the preparer. - there was no skin contact as the preparer was double gloved."